Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review confirmed the reported failed transmitter error. A root cause could not be determined via data. The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was performed finding a transmitter error alert confirming the reported failed transmitter. A root cause could not be determined.